Event description:
Dealer states, ordered replacement tires for this chair on order (B)(4). Dealer states, one of the tires is splitting at the cord. Conferenced with tech. Service support who recommended replacement. Tire was replaced on warranty (B)(4).

Manufacturer narrative:
No RMA has been initiated for this issue. Model ct7a, serial number/date (B)(4) is approximately 1 year old. The owner's manual part number 1167484, was issued with this device. The owner's manual is also found on-line at invacare.com. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Dealer states, ordered replacement tires for this chair on order (B)(4). Dealer states, one of the tires is splitting at the cord. Conferenced with tech. Service support who recommended replacement. Tire was replaced on warranty (B)(4).